Manufacturer narrative:
We received the following information regarding this complaint: no patients were injured; the broken instrument has been removed from the patient's mouth; and the patient did not have any discomfort, so no further surgical treatment is needed. The hospital has provided feedback that this device has broken due to multiple consecutive uses and is not related to the quality of the product itself. It has been used 50 times before breaking and the product has been destroyed. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code; 4580. Health effect - impact code: 4648. The correct codes for this complaint are: health effect - clinical code; 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a k-file m-access 25 mm 010 file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results completed: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1893286). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.